Event description:
Please provide a brief summary of the event that includes any additional details that you have not already provided: upon diagnostic angiography, it was noted that the patient had a 100 percent chronic totally occluded left superficial artery. After crossing with a thruway wire a 2.1 jetstream device was inserted and activated. After 2 successful passes with blades down, the device was used in the blades up position. The distal lesion was difficult to pass on blades up, after 2 runs. On the 2nd run after rex and removed, it was noted that the device could not be separated from the wire. The device as a whole was removed and wire positioning was lost.. Post angiographic views were taken, and noted that distal runoff was good. Physician will bring back patient for another attempt in the future. What troubleshooting steps took place? What troubleshooting steps, if any, resolved the issue?: physician was directed to rex device out of the body with no success.. What is the next course of action?: the device and wire were removed as a whole, with no complications or harm to the patient. Patient present at time of event?: yes. Patient complications: no patient complications. Reason for unsuccessful procedure: physician lost wire access. Was the patient sedated when the procedure was cancelled?: yes.

Manufacturer narrative:
The device was not received at the time of this report; therefore, no physical analysis of the device can be performed. The lack of lot traceability prevents performing a device history records review for any indication of manufacturing defect or anomaly that could have impacted on the event as reported. A review of the manufacturing processes indicates the production operators are instructed to 100% visually inspect for any obvious defect prior to shipment. As noted in the device instructions for use (dfu), "free movement of the guidewire within the catheter is an important feature of a steerable guidewire system because it gives the user valuable tactile information. Test the system for any resistance prior to use." The complaint is non-verifiable as the product was not returned for evaluation. At this time, it is not possible to assign a definitive root cause for the event as reported. If any further relevant information is received, a follow up medwatch report will be submitted.

Manufacturer narrative:
Device evaluation: as received, the specimen consisted of one-1 each unidentified thruway device; returned lodged within the jetstream device, loose and double-bagged within "zip-lock" style poly biohazard pouches. The lack of lot traceability prevents performing a device history records review for any indication of manufacturing defect or anomaly that could have impacted on the event as reported. A review of the manufacturing processes indicates the production operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The specimen wire was received lodged within the jetstream device with the distal end extending 89.3cm distally and the proximal 69.9cm extending proximally from the jetstream device the specimen presented extensive kink/bend damage of varying severity and frequency scattered over the length of the wire. The specimen also presented scattered areas of scraped/frayed ptfe coating with no apparent coating removal. The distal coil is stretched distally 0.75mm from the proximal coil-to-core wire joint, the second distal marker coil and the proximal marker coil each presented a mass of apparent tissue adhered to the core and marker coils. There was no mention of bend damage in the event description or in the supporting information; as such, it is quite likely the bend damage occurred as a result of the distributors attempt to remove the specimen wire from the jetstream device. Our investigation was unable to confirm that the product did not meet specification prior to shipment. The investigation concluded that the product met specification at the time of shipment. At this time, it is not possible to assign a definitive root cause for the event as reported. As noted in the device instructions for use (dfu), "free movement of the guidewire within the catheter is an important feature of a steerable guidewire system because it gives the user valuable tactile information. Test the system for any resistance prior to use." Based on the information provided and the evidence presented, it appeared that clinical and/or procedural factors have contributed to the event as reported. If there is any further relevant information received, a follow up medwatch report will be submitted.